Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the device stopped working for her"many weeks ago;". Patient initially confirmed 2020, but later stated she is unsure if it was 2020 or 2019. The patient experienced loss of therapy. The patient stated that she just wants to make sure the device is on because she is peeing all the time. Patient mentioned that when she went to check on her device today the stim "somehow" increased to 4.0v and was uncomfortable so she decreased stim back to 3.2v on p2. On the call, the patient increased stim on p2 but couldn't feel stim, so she changed to p1 at 6.0v and is comfortable. Patient mentioned that she is prone to falls and has fallen recently. No further patient complications are anticipated or expected as a result of this event.